Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient asked if the issue could have been the catheter since the doctor did not replace the catheter when he replaced the previous pump (due to normal battery depletion). Per the patient, the pump stalled, restarted and then re-stalled. The patient stated that she did not hear any alarm go off, that the patient's daughter thought she may have heard an alarm but was not sure. The patent was considering having her pump replaced. The patient reported having withdrawal after the pump stalled. The patient went to the doctor's office and they admitted her on (B)(6) 2017. The patient stated they put the medication at the lowest level. Per the patient, they were trying to control her pain with oral medication and it was not controlling the pain. The patient had been using oral medication for about 7 weeks now. The patient did not know the current dose of medication in the pump, but stated that "it was set really high".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (20mg/ml at 14mg/day) and clonidine (125mcg/ml at 87.6mcg/day). The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump underwent a motor stall on (B)(6) 2017 at 07:55 and recovered on (B)(6) 2017 at 12:26. The pump stalled again on (B)(6) 2017 at 16:04 with no noted recovery. The following day, the patient came into the clinic because the pump was alarming and she felt ill. At that time, the pump logs were read and the stalls were discovered. The alarms were silenced, the pump was placed at minimum rate, and the patient was admitted to the hospital for monitoring. Pump replacement was planned, but had not been scheduled at the time of report. There were no known environmental, external, or patient factors that were thought to have led to the issue. The pump logs provided included the following handwritten notes: "withdrawal + pain meds, IV fluids, cbc, chem, lfts, morphine 15mg bid, norco10/325." The situation was considered unresolved at the time of report and the patient's status was alive - no injury. Additional information was received on (B)(6) 2017. It was confirmed that the patient had experienced withdrawals. It was confirmed that the patient was given intravenous fluids and pain medication. It was also confirmed that the patient underwent all of the tests indicated (cbc, chem, lfts). No further complications were reported or anticipated. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The representative received a call from the hospital stating the pump had a motor stall on (B)(6) 2017, recovery on (B)(6) 2017, and then another stall on (B)(6) 2017 with no recovery. The pump elective replacement indicator (eri) was 14 months out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.